Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The device has been returned/received to date, but is pending investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received deployed. Data obtained from the device generated an 0x1c alarm indicating that the pod had reached its expiration time of 80 hours. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would prevent the needle mechanism from deploying as intended.